Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. After the patient was prepared for a procedure, the first acquisition did not work and no xray was available. A restart of the system was attempted, but unsuccessful. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause of the problem was determined as unstable high voltage of the x-ray tube due to impurities within the x-ray tube. This was confirmed by measurement of the characteristic curves for the micro focus and for the large focus. After disassembling the x-ray tube, the emitters were found to be dull and the focal head was covered by a yellow metallic film. After exchange of the affected x-ray tube, the problem did not reoccur. Additionally, in march 2015, the manual welding process of the x-ray window was changed to a more reliable and automatic machined process. Since this change, no failure of this type is known.